Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event would not be returned to masimo for evaluation. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device provided erroneous and inaccurate spo2 readings on a patient in the micu. It was also noted by one of the nursing staff that there were periods of time the monitor did not pick up, when a reading was displayed, it accurately depicted the clinical picture she was seeing. The pulse oximeter decreased when the patient appeared cyanotic and then increased as they intervened by manual bagging the patient, then increasing ventilator support.